Event description:
Complainant alleged that the device prompted a "do not use" status icon. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
The product has been received and a f/u report will be submitted when the investigation is completed.